Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced an issue in which the pen did not deliver insulin when the injection button was pressed, and the screw did not move as intended. The customer reported no adverse event. The event involved product mmt-105elpkna. Troubleshooting was performed by advising the customer to change the needle and prime the pen to confirm insulin flow with no insulin exiting, confirming the injection foot was touching the cartridge plunger, instructing the customer to dial a 5-unit dose and observe screw movement, and confirming the screw did not move when dialing or when the injection button was pressed. Therefore, the pen was determined to require replacement, and the customer was instructed to discontinue use and revert to the backup plan per the healthcare provider's instructions. No harm requiring medical intervention was reported. Mmt-105elpkna was requested, and the customer's response was that the device would be returned.